Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours. The pod needle deployed and the pod cannula did insert into the skin but the pod pink slide did not move forward, indicating a needle mechanism failure. Symptoms reported include extreme sign of memory loss. The patient was treated with insulin. The patient was discharged on (B)(6) 2026.